Manufacturer narrative:
Concomitant medical product: product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 37791, serial# unknown, product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was poor communication with the programmer. The patient was also unable to connect to the ins using the recharger, and reported that though the antenna was right on top of the ins she could not connect. The patient was unable to connect with the patient programmer with or without the external antenna. The patient last charged a week ago. Patient was issued a new patient programmer and recharger antenna and it was reviewed that if the issue was not resolved the patient should follow up with their healthcare provider (hcp). No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
Due to (B)(6) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that since (B)(6) 2018, the patient has had issues with getting the ins to connect to the external equipment (recharger and programmer). The patient had been sent a new recharger antenna but that did not resolve the connection issues, so they assumed the issue was with the ins. Due to not being able to charge the ins, the ins was no longer working. It was noted the patient really wanted to use their ins again because the weather was getting cold, which causes them more pain. No symptoms were reported. It was reviewed that the ins was likely in overdischarge and redirected the caller to the doctor to determine that and to pull it out of overdischarge, as well as to determine why they were unable to recharge the ins before. No further complications were reported or anticipated.